Event description:
Customer reported that she had high blood glucose due to her insulin pump is under delivering. Customer stated that she is getting less insulin than what is programmed in bolus wizard. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with cracked reservoir tube and battery tube threads.